Event description:
Additional information indicates that surgical intervention was undertaken on (B)(6) 2024 where the patient's leads and extensions were explanted and replaced to address the issue. Reportedly, effective therapy restored post op.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The date of event is estimated.

Event description:
It was reported that the patient's lead had high impedance during testing after ipg replacement. As a result, surgical intervention may be undertaken to address the issue.